Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. The catheter was evaluated and observed the balloon was unable to inflate due to the inflation arm balloon out. Dissected catheter observed no blockage and no abnormality on the catheter shaft and balloon sac. However, the exact cause of how and when problem occurred could not be determined. The potential root cause for this failure mode could be due to user related (product mishandling) or operator's handling method (thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft/ incorrect finish assembly of kit). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, foley catheter expanded in the funnel part as there was a cuff malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, foley catheter expanded in the funnel part as there was a cuff malfunction.